Manufacturer narrative:
(B)(4). Product has not been returned for evaluation.

Event description:
Cook ireland reported for the customer, "the port line had fractured and needed to be taken out." Add'l info received (B)(6) 2012, " the top end of the port was located in the svc and the bottom end in the right ventricle. Retrieval took place using a cook snare through the right jugular. A section of the device did not remain inside the pt's body. The pt did not require any add'l procedures due to this occurrence. According to the initial reporter, the pt did not experience any adverse effects due to this occurrence.